Manufacturer narrative:
The pump was received with an rf pic failed alarm and high stop currents due to a faulty component on the radio frequency board. The pump had cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that meter was not sending data to insulin pump. During troubleshooting, customer ran a self-test and received a radio frequency pic failed self test alarm. Customer's blood glucose was 11.3 mmol/l. After troubleshooting, customer was advised that insulin pump would be replaced.